Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
During a review of the peritoneal dialysis (pd) patient's liberty cycler, the technician discovered during there was visual evidence of dried fluid in the cassette compartment. The pt did not report any fluid leak or adverse effects. The pt has continued pd treatment.